Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g7, h1, h2, h3, h6, h10 proposed component code: mechanical (g04) - drill visual examination of the returned product identified a modular center post reamer was returned. As returned, the tip of the cutting feature is cracked. Material hardness is conforming to print specification. The device shows wear & tear that indicates repeated use. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the provided pictures identified the tip of the reamer is cracked/fractured at the tip. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon observed that the tip of the alliance glenoid central post cutter was cracked after using it to ream bone. The instrument was set aside to be cleaned and evaluated, was not put into service again. Attempts have been made and there is no further information at this time.